Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked. Although the ot age is unk, it is assumed to be a pediatric case. Less then 1 cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).